Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
No conclusion can be drawn at this time as repair info is unavailable and no additional service info was provided.